Event description:
This morbidly obese female underwent placement of a lap band on (B)(6) 2007. During esophagram for a possible leak, extravasation of contrast was seen through a break in the tubing necessitating adjustment. On (B)(6) 2011, the pt underwent removal of the lap band due to malfunction and the following day, she was returned to the operating room for retrieval of retained band tubing.